Event description:
On (B)(6) 2015, the end user reported that the glue on the device damaged her skin. On (B)(6) 2015, the end user used the device to cover a mosquito bite, upon removal, the device pulled off skin and left the outline of the device on her skin.